Event description:
It was reported the operating physician had performed x-ray fluoroscopy of the patient¿s brain and implanted lead both before and after removing the lead stylet. After the patient¿s lead was implanted and confirmed, the insertion tube was retracted to expose the lead and it was confirmed the ¿lead was captured with the stimloc support clip with the insertion tool.¿ the physician reported that he had used the stimloc device correctly at the time of the procedure. The lead stylet was then removed from the lead and x-ray fluoroscopy indicated at that time that the lead had migrated 1-2 mm deeper. Despite the alleged migration of the lead, it was noted the ¿contact of the lead was still in the target site¿ and that it ¿didn¿t affect the whole procedure.¿ the patient¿s lead was reportedly left implanted and the patient was ¿receiving effective therapy¿ following the procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). (B)(6).